Manufacturer narrative:
Device evaluations: analysis of the implantable neurostimulator (ins) with serial number (B)(4) found ¿the ins passed functional testing. It did contain a reed switch that could be activated by magnet fields to turn the output on or off.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the parkinson¿s disease patient had previously experienced one of their implantable neurostimulators (ins) powering off unexpectedly while they were working. The patient did not experience any issues from the device powering off unexpectedly and there were ¿no¿ health hazards to the patient from the event. The patient experienced ¿no problem¿ following the replacement of their inss. It was unknown which of the patient's inss was at issue at the time of report. A supplemental report will be filed if additional information is received. Please see manufacturer report # 9614453-2014-02549 for information regarding the patient¿s other ins.